Event description:
The patient underwent surgery for stereo-eeg electrode implantation with robotic assistance. Postoperatively, the nurse encountered resistance when attempting to remove the urinary catheter for this patient post procedure and prior to his extubation. A pediatric surgeon was able to successfully remove the catheter and noted a defect.